Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded? Photographic analysis: first picture shows a device with the firing knob detached, behind a couple of cartridges can be appreciated. Second picture shows the firing detached, a couple of cartridges, the one on the middle can be appreciated fully fired, the one on the right side appears to be partially fired. Third picture shows the slip block assembly damaged. Based on the photos alone the event describe is confirmed.

Event description:
It was reported that during a gastrectomy procedure, during the firing of the device, the plastic trigger broke. A new device had to be replaced to complete the procedure. There were no patient consequences reported.